Event description:
It was reported that the device was used during an unknown procedure. It was reported that the handpiece did not work at all. The case was completed with another hp052. There was no pt consequence.